Event description:
Report received of an over-delivery of tpn. The pump was programmed to deliver tpn at 125ml/hour with a dose limit of 300ml. A new bag of tpn was hung at 14:00 on the day prior to event date. At 08:00 on event date, the bag was reportedly empty. The bag should have run for 24 hours, but was empty after 18 hours. There was no reported adverse event with the patient, and no medical interventions were required. The patient had no problems with blood sugar levels. A bag of d10w was hung until a new bag of tpn was prepared. Though requested, there was no further information available.